Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call to have moisture under display screen due to having insulin pump in pocket in the rain. Customer's blood glucose was 200 mg/dl. Customer reported that insulin pump received a battery error alarm and blank screen, but customer was not able to go into alarm history. Customer was advised that insulin pump would need to be replaced.